Event description:
The customer initially reported that the device failed to sync cardiovert during a pt event. The customer later clarified that the device failed to deliver a shock during sync cardioversion and the monitor screen went blank. There was no negative pt impact as there was another defibrillator available for use.

Manufacturer narrative:
(B)(4). The customer initially reported that the device failed to sync cardiovert during a pt event. The customer later clarified that the device failed to deliver a shock during sync cardioversion and the monitor screen went blank. There was no negative pt impact as there was another defibrillator available for use. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.